Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the routine device change out procedure, once the ventricular lead was removed from the device it exhibited loss of capture and loss of sensing. Once the suture sleeve was freed, lead fracture was noted. The lead was capped and replaced without any complications. The patient was fine post procedure.